Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0qwh3, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician replaced the lead and generator, but didn't keep the lead to return it.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0qwh3, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been having bladder incontinence for the past 6 months. Then they had surgery on (B)(6) 2017 to check their device, for the bladder sling, and other things. It was noted that the ins battery was good, so they didn't replace it, but the electrodes had migrated so they had to be replaced. No further patient complications are anticipated or expected as a result of this event.